Manufacturer narrative:
Result: the rotating male luer (luer) on the tubing was fractured off. The fractured part of the luer was stuck inside the y-connector of the wand assembly. Conclusion: the complaint has been evaluated. The initial complaint indicated that a hospital technician broke the tubing valve off during device preparation. Evaluation of the returned device confirmed the tubing luer was fractured off, and stuck inside the y-connector of the wand assembly. This type of damage can occur due to improper handling of the device during preparation. If the device tubing was pulled or pushed with force at an angle while connected to the y-connector, it is likely that the plastic luer will fracture. These devices are 100% visually inspected during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a microneurosurgery using an apollo system apollo wand. While prepping the device, the tubing valve on the apollo wand fractured and fell off. The procedure successfully continued using a new apollo wand.